Event description:
It was reported that in 2007, the patient presented with pain in her neck, through her shoulders, into her arms causing numbness and tingling in her arms and hands. The patient underwent x-rays and an MRI. The patient had two deteriorated discs in her neck that were touching the bone and the doctor recommended her to undergo a surgery. In (B)(6) of 2008, the patient underwent an unspecified surgery. Following the surgery, patient¿s pain returned and she presented for x-rays. In (B)(6) of 2009, the patient underwent re-do procedure, in which rhbmp-2/acs was implanted. Following the surgery, patient began to experience more severe problems with her back. In (B)(6) of 2010, the patient underwent back surgery in which rhbmp-2/acs was implanted. Following the surgery, patient¿s pain continued to increase and she presented for an MRI. Also the patient developed severe migraines and had injections to alleviate the pain.

Manufacturer narrative:
(B)(6). (B)(4). Date of surgery is unknown but surgery happened in (B)(6) 2010. Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.